Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Also, the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer could not recall if the blood glucose level was impacted. The customer changed the cartridge, infusion tubing and site multiple times. The customer disconnected from the pump and reverted to insulin injections to manage diabetes. Reportedly, the customer was using humulin u-500 insulin.